Event description:
Procedure: thoracic. According to the reporter: it was stated that a covidien stapling device had been utilized in the procedure. It was believed there was a problem with the staple line. One of the great pulmonary vessels (it was not clear which) had been stapled with an endo gia. Apparently, the case was completed without incident. When the pt was transferred from the operating table to the bed, the drains immediately started to fill with blood. The pt was then immediately transferred to the operating table and reopened. Attempts were made to repair the bleeding vessel, and resuscitation started. After approx 45 minutes, the pt bled out and was pronounced dead. The device has been incinerated, and no record of lot numbers was available. Subsequently, the pt was transferred for post mortem. Additional info has been requested from the reporter.

Manufacturer narrative:
(B)(4).